Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed and duplicated. The assignable cause was magnetized guide rods. The magnetized guides rods have been replaced. Additional: a service history review revealed that the device has not been previously serviced for the reported condition.

Manufacturer narrative:
(B)(4).the device has been received by baxter, and the evaluation has not yet been completed. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). A trend review has been performed and there have been similar reports made to baxter. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The facility representative reported an infusor with a condition of alarming. It is unknown when this condition occurred. During the product evaluation at baxter it was discovered that an intermittent alarm was received after the device started to infuse. There was no adverse event, patient injury or medical intervention associated with this report. No additional information is available. The user interface module master software version is currently unknown for this device.